Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. Based on the available information, the incident is not attributed to a manufacturing or design defect of the specific returned device. After a thorough investigation (returned device, medical imaging, DHR review and complaint history review), the fracture appears to be a multi-factorial event, potential contributing factors include patient-related characteristics, surgical technique, implant positioning, biomechanics and postoperative evolution. In this case, it appears that the most probable root cause of this failure is prosthesis misalignment as reported in the complaint leading to overstress on the component and premature breakage of the component.

Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis. Subsequently, the patient underwent revision surgery due to off-center positioning of the neck and metallosis, which led to the formation of two cysts.